Manufacturer narrative:
The information related to auto mode that provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the auto mode was not active at the time of incident.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose value was 420 mg/dl, 440 mg/dl at the time of incident. Customer stated woke up with insulin pump dead and now the transmitter and meter was not linked. Customer treated with bolus corrections and customer reported that auto mode feature was active. The insulin pump will not be returned for analysis.